Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via analysis of the submitted log file. The reported event of inaccurate data being displayed on the system monitor was not confirmed. The submitted log file contained approximately 4 hours of data ((B)(6) 2021 at 04:57:32 ¿ 08:54:59 per the timestamp). The log file captured intermittent backup battery circuit faults and v_unable_charge_ebb faults throughout the log file. The faults did not appear to be active long enough to activate an auditory/visual alarm. The backup battery faults did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information communicated that the system monitor was powered on and off and the issue did not resolve. The system monitor to power module cable was replaced and the issue did not resolve. It was also stated that no damage was observed on the system controller power cables. Additional information provided communicated that the system controller backup battery was reseated, and the reported issues resolved. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12aug2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery faults, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an issue with interrogating the patient's device. Multiple attempts at running the event history only yielded single digit events despite a known history for frequent pulsatility index (pi) events. Left ventricular assist device (lvad) team also noted inconsistent report of ebb data, both in the admin and system tabs of the monitor. The information was switching from ¿11 months until ebb replacement¿ to ¿7 months until ebb replacement¿ accompanied with an advisory alarm banner. White power cable on patient¿s system controller was inspected and found to have no noticeable damage. Log file review captured internal controller faults related to backup battery's ability to connect to the controller and to charge. There were also low voltages while connected to power module. The controller faults were resolved by reseating backup battery and no further issues with low voltages were observed after replacing the patient cable.